Event description:
The customer reported that the system displayed no image or a shadow of an image.

Manufacturer narrative:
(B) (4). The ge service rep found the technique in the shot log was 119kvp at 6ma and the image saved shows no pt info. Don't know what was in the x-ray field. After reboot the same lack of image. The system was removed and rebooted with no problems. (B) (4) 06/17/2009.